Event description:
The customer reported a service code warning after replacing a depleted battery, and the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's pads were expired with a labeled expiration date of 03/31/2019. The cause of the AED not powering on was related to a lack of maintenance of the AED. Customer stated that he will keep the AED out of service until he gets new pads. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.